Manufacturer narrative:
(B)(4). Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. (B)(4). According to the service order report # (B)(4) dated on 2019-03-08 the service technician performed as follows: "service order opened after receiving an error message, customer reported error 1 was received. Powered up rotaflow received error 4.1, head error. Checked head connection, head connection ok. Found faulty fuse on power supply board. Replaced fuse, fuse blew after power up. Replaced fuse and disconnected head, powered up fuse did not blow. Informed customer head would need replacing and the repair would be executed through the depot. Customer decided to not repair the equipment at this time. No checklist completed equipment is tagged out of service not functioning". A root cause could not be determined thus the failure could not be confirmed. Further investigations concerning the failure "head error" are carried out with the nc-(B)(4).

Event description:
(B)(4). It was reported, that after the customer received a message "error 1" a service order was opened and the technician found during powering up the rotaflow a "head error". No known impact to the patient.